Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Event description:
Anchor dislodged 7 months post-op. The anchor will only be removed surgically once the infection has resolved and we will then return the device for analysis. No other information is available at this time.